Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Although a temporal association exists between the liberty select cycler and the reported adverse event of a hernia, there is no documentation or evidence indicating a causal relationship between the liberty select cycler and the adverse event. Additionally, there is no allegation, documentation or indication that any fresenius device(s) caused or contributed to the adverse event(s). Based on available information the causal event of the hernia cannot be determined, however increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Additionally, the placement of a pd catheter (non-fresenius product) is a risk factors for increased likelihood of hernia formation or enlargement. Hernias are a known complication of pd therapy.

Event description:
During a follow up call on an unrelated event a peritoneal dialysis (pd) patient reported that they had a hernia surgery 4 weeks ago (exact date not reported). Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient underwent outpatient hernia surgery. The outpatient hospital course is unknown, as is the discharge disposition of the patient. Additional information was solicited but was unavailable.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.